Event description:
As reported by the affiliate, the wire tore after ivus interrogation (boston). The ivus could be easily removed and ptca continued as usual. However, the wire gets trapped in the distal vessel and has to be pulled out with a bit of force. The tip of the wire was broken and dislodged.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.